Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor adhesive was not sticking properly. The customer confirmed that he perspires heavily. Blood glucose level at the time of the incident was 40 mg/dl, which the customer treated with glucose tablets. The customer reported that when he next checked his blood glucose level, it was 139 mg/dl and was 159 mg/dl by the time of the call. The customer will not return the product for analysis.